Event description:
The device would not release off of the tissue and the user was not sure if it had fired properly. The device had to be cut off of the tissue to remove it from the pt, however, there was no injury to the pt reported by the user.